Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. Additional lot numbers are 070904 and 071116. Additional manufacturing dates are 09/04/2007 and 11/16/2007. An investigation will be carried out once we receive the complaint device. Results: no results to date. Lot number 071004: our records indicate that this is the only complaint of this nature received for the given lot number. Lot number 071116: our records indicate that two complaints of this nature have been received for the given lot number. Conclusion: no conclusion can be provided at this time.

Event description:
A hospital in another country, reported to our distributor that during the inspection of rt227 infant breathing circuit, some circuits were found with fresh gas port plugs not inserted. This was found prior to use. No patient consequence was reported.